Event description:
It was reported that the insulin went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 127 mg/dl. The customer stated that the sensor glucose reading of 43 mg/dl triggered the insulin pump's suspension of insulin delivery, since the threshold limit was set to 70 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.